Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product will not be returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the surgeon was attempting to pull the needle out of the stylette and the tip broke off. There was residual cement in there from the previous surgery. Patient was intubated and sedated on the table. Surgery could not take place as they didn¿t have a spare needle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.